Event description:
The customer¿s biomedical reported to olympus that the video system center had an inverted image when using the enf-v3/ video rhino-laryngoscope. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were made to the user facility for additional information without reply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that incorrect settings unintentionally inverted the image. Olympus will continue to monitor field performance for this device.